Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer stated that her blood glucose read as low without any numbers at the time of the incident. The customer explained that; prior to the hospitalization, the customer's granddaughter found her convulsing and unresponsive. The customer was unaware of the cause of the low blood glucose. Through troubleshooting, it was found that the insulin pump passed the displacement test. The customer later reported having low blood glucose of 36 mg/dl. The customer treated the low blood glucose with sips of milk. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.